Event description:
The pt was seen in the clinic. The deep brain stimulator was off (device-side not specified). The device had been turning itself off. Interrogation showed that the right deep brain stimulator was on 16% of the time. The left-sided device was on 71% of the time with 114 activations. The implantable neurostimulator was turn back on without difficulty. The pt called the hcp 2 weeks later. The right-sided deep brain stimulator was on. The left-sided device was on 88% of the time with 63 activations. No pt symptoms were reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR report # 3004209178-2008-07905.